Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information but no response was received from the customer. Additional information: d4 (lot number), d9, h3, h4, h6, h11 the device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the damage pattern described, it is likely that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope sheath's ceramic tip was broken. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.